Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should be deselected from the initial medwatch). Additional information added to fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instructions for use warns the prevention method associated with the event as follows: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use mechanical lithotriptor v guidewire passed through it, the guidewire tip broke. The customer reported that no parts fell off. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp)procedure. Specifically, the event occurred during operation in the bile duct. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.